Event description:
It was further reported that there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, a faulty cable was confirmed. Therefore, it was determined that the reported phenomenon of ¿no image¿ occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable. In addition, a faded label on the rear cover was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k autoclavable camera head failed to be recognized during preparation for use. There was no patient harm or user injury reported due to the event.